Event description:
It was reported during a bone graft procedure a reaming irrigation aspirator (ria) was not working properly. The reamer head was checked and was observed that a prong was missing. A new reamer head was used. Upon opening the new package, there were 2 prongs missing. The prongs were loose in the package. The decision was made not to use the 13mm reamer and a 12.5mm reamer was opened and used. The case continued uneventfully. Ria was used for bone grafting purposes. The operative time was extended more than 14 minutes but less than 30 minutes. The procedure was successfully completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. : review of the device history records show that the orchid unique manufactured the 13.0mm reamer head ¿ sterile for reamer/irrigator/aspirator, p/n 352.252s, and lot number 6048940, in association with synthes work order (B)(4). Synthes work order (B)(4) was re-worked from non-sterile lot number 5740162 (work order (B)(4)) to the new sterile lot number 6048940. The suppliers certificate of compliance (dated (B)(4) 2008 for original lot number 5740162) indicates the parts were manufactured to p/n 352.252s and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision a (completed (B)(4) 2008) and included 100 percent verification of cosmetics. There were no mrrs, ncrs, or complaint related issues with this complaint. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.